Event description:
The advocate stated the customer tested her blood glucose and rec'd a reading of 303 mg/dl using her contour meter. She retested using another contour meter and rec'd a reading of 104 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate ended the call before any product info could be obtained. No product will be returned at this time.

Manufacturer narrative:
The advocate ended the call before the customer's address or product info could be obtained. It's not possible to determine the manufacture date or 510k number without the product info. The customer service agent called the advocate back after she ended the call, but she stated she did not have time to talk.